Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery drops communication. There was no reported patient involvement. The device has not been made available to philips. Therefore, visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that battery drops. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.